Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 8090562

Event description:
It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the right lead was explanted, replaced and moved more to the right to address the issue. Effective therapy was established post-operatively. It is unknown which lead is liable.